Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop error was displayed. It is not confirmed if there was still sound coming from the device.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort (gfe) was conducted to find out if the x3 still produces sound but there was no confirmation or additional information received. The remote support engineer determined that the intellivue x3 speaker assembly or main board has failed. The customer was provided with replacement parts information to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem can not be determined at this time. The reported problem was confirmed. H3 other text : device not returned.